Event description:
It was reported that during a knee procedure using a manta 1 up 15 degrees instrument, the device broke while inside the surgical site. The broken pieces were retrieved with a grasper, however this event delayed the procedure by 90 minutes. The procedure was completed successfully using a different arthrocare device. There were no pt complications reported as a result of this event.